Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. After an unspecified length of time in use, it was noted that the tubing had separated from one of the two y-sites. It was reported that less than 10ml of blood was lost. The catheter and tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.